Event description:
The physician prescribed 10 units of humalog 50/50, twice daily, based upon the customer's meter result of 380-450 mg/dl in 2006. The following day, the customer took the insulin, had hypoglycemic symptoms and was found by his wife two hours later. The customer states he was able to self-treat. The doctor states two days later, following the incident, the following back to back results of 384 mg/dl on the customer's meter and 108 mg/dl on the doctor's meter. The customer discontinued insulin next day. The customer did not require medical intervention for the hypoglycemic event and no report of serious injury. Return requested and replacement was sent.